Event description:
It was reported that two bd micro fine plus¿ insulin pen needles were clogged. The following information was provided by the initial reporter, translated from japanese to english: "according to the patient's report, he has experienced the product where the drug solution didn't come out twice in the past year.".

Manufacturer narrative:
Investigation summary : no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A device history review could not be completed as no batch number was provided. H3 other text : see h10.

Event description:
It was reported that two bd micro fine plus¿ insulin pen needles were clogged. The following information was provided by the initial reporter, translated from (B)(6) to english: "according to the patient's report, he has experienced the product where the drug solution didn't come out twice in the past year."

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that two bd micro fine plus¿ insulin pen needles were clogged. The following information was provided by the initial reporter, translated from japanese to english: "according to the patient's report, he has experienced the product where the drug solution didn't come out twice in the past year."

Manufacturer narrative:
The following fields were updated due to additional information: d4: medical device lot #: 1125226. D4: medical device expiration date: 2026-04-30. H4: device manufacture date: 2021-05-05. D9: device available for eval yes. D9: returned to manufacturer on: 03-may-2022. H6: investigation summary: one open 32g x 4mm pen needle sample and three photos were returned from lot. No. 1125226, cat. No. 320136. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related.